Event description:
It was reported that cadd extension sets - pump occlusion alarm went off. The front of the filter seemed to be clogged. So the customer changed the product to another one. No patient injury reported.

Manufacturer narrative:
Other, other text: d4 and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. Sample received consist in one set extension. Sample was received in its original packaging, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 inches under normal illumination per procedures. During the visual inspection an extension was observed occlusion between the tube and filter. In order to reproduce the failure mode reported for the customer a cassette product was taken from production floor and filled as information for use (IFU) indicate, extension set were connected to the luer to perform a functional using a pump due date: (B)(6) 2022]. The pump was started, and the alarm was activated. To determine the root cause of the failure mode reported, a test has been performed to replicate the occlusion failure mode reported. Test 1: step 1 ? In the bonding union process between tube and filter, solvent excess was not clean before performed the assembly. Results: water did not pass-through fluid pathway, assembly was occluded. Step 2 in the bonding union process between tube and luer, solvent excess was not clean before performed the assembly. Results: water did not pass-through fluid pathway, assembly was occluded. The occlusion could be reproduced performed the test above mentioned. Solvent excess is not cleaned before to assembly the tube with the component. The reported issue was confirmed. The root cause of the reported issue was found to be excess of solvent in one of the bonding unions (luer - tubing union / tubing ? Filter union) generate occluded tube cause by manufacturing. All mitigations on placed were verified and it was confirmed has been executing according to the procedure. Procedure was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component. - completed on (B)(6) 2021. Continue monitoring this failure condition in this product for threshold or escalation.